Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to high blood glucose. Blood glucose reading was approximately 400 mg/dl at the time of the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with manual injection at the hospital and released 27 hours after being admitted. The cause of the hospitalization was diabetic ketoacidosis. Customer stated that he had been having issues with bent and kinks in the cannula on the infusion set. The infusion set had also been pulled out at times. The insulin pump alarmed for no delivery during the bolus process. The customer was unable to troubleshoot due to having already performed a complete set change. Customer will return the set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.